Event description:
It was reported that the tip detached. A 300cm v-14 control wire was selected for an angioplasty procedure. During the procedure inside the patient, the tip of the wire detached. The wire body was removed from the patient and the wire tip remained inside the patient. There were no further patient complications and the patient status was stable.